Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 69mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that there was unintentional vessel coverage of the left hypo gastric artery. The patient was discharged without any signs of endoleak. The cause of the event is currently unknown. No additional clinical sequelae were reported and the patient will be monitored.